Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with 510k number k200090. Evaluation summary it was caused due to the connection failure between the scope and the arietta70. In addition, we confirmed that the us probe failure; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Not known for the exact date, we just know the year the complaint was sent in to manufacturer. The time of event is unknown. There was no report of patient harm. When they connect scope, arietta 70 becomes shut down.